Event description:
It was reported that patient's blood glucose readings rose to 400 mg/dl while wearing the pod. The pod was reported to be leaking and when the pod was removed the cannula was noted to be dislodged and laying on top of the skin.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.